Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, worn dso seal, damaged battery compartment door, and a worn overlay. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause is an out of specification expulsor. The expulsor was sanded down. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device failed accuracy testing output 22.1 (10.5 percent). The fault occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.